Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with dehydration and hyperglycaemia. The patient¿s blood glucose levels rose to 29 mmol/l (522 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported that their symptoms began during the night on (B)(6) 2026, the patient had increased thirst and urination. It was also reported that the patient experienced vomiting. The patient attempted to bring their blood glucose levels down by administering 3 units of insulin via manual injection, this was unsuccessful, so the patient presented at the hospital the next morning (B)(6) 2026. The patient was determined to be dehydrated and was treated with intravenous fluids. The medical professionals also changed the patient¿s pod and administered multiple boluses of 6 units and 2 units of insulin through the pod. The patient¿s blood glucose levels decreased to 15 mmol/l (270 mg/dl) and they were discharged on (B)(6) 2026. When the patient returned home, their blood glucose levels were 8.2 mmol/l (148 mg/dl).